Event description:
A (B)(6) female pt called zoll customer support to report that she was receiving check electrode belt and check therapy electrode alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check belt, check therapy electrode alarms) has been confirmed. Upon investigation, the pulse wire inside the cable connecting the distribution node (dn) and ECG "b" was open. The root cause for the open pulse wire could not be positively identified, but was likely excessive force on the cable section. No adverse event resulted from the open pulse wire. The pt received a replacement electrode belt.